Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly and an error in the hardware low level failures. The customer¿s blood glucose level was unknown at the time of the incident. Customer report self test failed. Customer report battery failed screen was dimming down and wont clear error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. No failed battery test alarms noted during testing. Device functioning properly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However,hardware low level failures alarm confirmed in pump history (variable info = 3) due to broken trace on keypad assembly.